Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the universal surgical manipulator 3 (usm3) hit the assistant arm resulting in repeated recoverable fault errors. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). The customer noted that usm3 was unable to move, and the surgeon elected to complete the procedure laparoscopically. The reported error 23118 returned after isi tse had the customer perform a power cycle, hard power cycle, and emergency power off (epo) on the patient side cart (psc). The procedure was converted to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse opted to replace the universal surgical manipulator (usm) due to error 23118. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was returned for failure analysis investigation and the reported complaint was confirmed and replicated. The usm was tested on a patient-side cart fixture test platform (pftp) where it failed the pitch chip encoder virtual absolute (cva) characterization. An inspection was performed during testing where failure analysis was discovered that the pitch cva flat flex cable (ffc) was not fully seated. After reseating the pitch cva ffc, the usm passed the pitch cva characterization. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer-reported issue. .